Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report and the firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
It was reported that during the suprarenal laparoscopic surgery suprarenal performed by dr. (B)(6), the opening was perfect, without any issue. The incident happened when the retraction of the adipose broke. Additional info. Device used per IFU: yes. Harm or injury to the patient? No. Did any broken part remain inside the patient? No. If so how were they removed? The piece was removed using another grasper without any difficultly.

Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report and the firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
It was reported that during the suprarenal laparoscopic surgery suprarenal performed by dr. (B)(6), the opening was perfect, without any issue. The incident happened when the retraction of the adipose broke. Additional info. Device used per IFU: yes. Harm or injury to the patient? No. Did any broken part remain inside the patient? No. If so how were they removed? The piece was removed using another grasper without any difficultly.